Manufacturer narrative:
Patient weight was unavailable. The rep was not present for the case and it was reported by the surgeon after the fact. A review of the default image settings by technical services and the medtronic onsite rep found that the image editing lines were not present in the .xdefaults file. He added the lines but was unable to test the system at this time. The rep also reported that in a subsequent case, the ceretom merge was much better as it was positioned closer to pt. Anesthesia, so position of the ceretom may have been a contributing factor.

Event description:
A medtronic representative reported that a surgeon reported that when merging a ceretom CT scan with a mr in a previous case, the auto merge was inaccurate. The site staff tried a manual merge and it was also inaccurate. Site tried merging 4 or 5 times and accepted the final merge which was still a couple mm inaccurate. The surgeon chose to continue with a known inaccurate navigation for the deep brain stimulation (dbs) surgery. The lead was confirmed to be placed correctly with no patient impact.

Manufacturer narrative:
A medtronic representative reported that he added the lines to the xdefaults file and the site has had successful cases since.